Manufacturer narrative:
Follow-up received on 19-oct-2016: the follow-up attempts have been completed, with no response to date. Follow up information received on 21-oct-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). The reported breakage is not to be confirmed since both samples buttons were not broken. Button difficulty is defined as an event in which the physician is either (1) unable to successfully depress the button after performing rollback to the initial hard stop due to very high resistance, or (2) able to successfully depress the button after rollback to the initial hard stop, but the activity is difficult due to higher than expected level of resistance. Several factors can contribute to a button difficulty event. The most likely root causes are the physician failed to fully complete initial rollback to the hard stop location, or a component inside the catheter handle has suffered deformation and is restricting movement of the button. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. System 1: visual inspection was performed and it was confirmed that all components are present, IFU (instructions for use) steps were completed, delivery wire bond was cured, no damage was observed on delivery catheter, and micro-insert was not returned for investigation. In regards of dimensional inspection, delivery catheter was in compliance with acceptance criteria per inspection process. System 2: visual inspection was performed and it was confirmed that all components are present, IFU steps were completed. Delivery wire bond was cured, damages were observed on delivery catheter (stretched), no damages were observed on button, micro-insert was not returned for this investigation. In regards of dimensional inspection as per device condition, dimensions were not able to be performed. We are unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of a button difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Follow up 04-nov-2016: quality-safety evaluation of ptc was received again, without changes or updates. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. During the procedure the physician suspected that one device had not been placed so he tried to insert another essure and felt an obstruction (first essure device), so he removed the catheter without deploying that unit. Later he assumed that he had already placed an essure coil into that tube. This event is anticipated according to essure's reference safety information. Although the difficulty in inserting on the second try most likely was caused by the fact that the tube was already blocked by the device inserted before, causality with the suspect insert cannot be excluded. He also mentioned that he suspected the button to be broken (initially reported as "button breakage"). Upon product technical analysis the actual sample involved in the complaint was inspected and no breakage could be confirmed, only the delivery catheter was stretched. Therefore, as no breakage occurred, the case which had initially been assessed as other reportable incident was downgraded to other event upon receipt of the product technical analysis. Further information could not be obtained, despite follow-up attempts.

Event description:
This is a spontaneous case report received on (B)(4) 2016 from a physician in united states. It refers to a (B)(6) non-pregnant female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016 (lot number b59453). Additional information was received on 15-jul-2016. Initially, the physician stated he threaded device into right tube as usual during the essure insertion procedure. When he pressed button to deploy, it would not depress and it sounded funny. He then withdrew device and coil unraveled. He was able to remove the device intact but was not sure if pet fibers remained in the tube. He attempted to insert a new coil and was not able to thread the device due to a possible obstruction. The physician believed pet fibers remained in the patient's right fallopian tube at the immediate opening. He stated that the unraveled coil show no pet fibers. Left tube placement was without incident. Upon new contact with physician, he reported that the implant he thought had not deployed, did actually deploy. When he removed the catheter the implant was not in it. However, the button did not function properly on the handle. It was difficult to push it and it made a "cracking" sound when he pushed it. It broke and he was not able to rollback a second time. When he thought the first unit had not deployed, he tried to insert another essure and that is when he felt the "obstruction". He was clear that it was not a tubal spasm and he felt the "obstruction" was the first essure device, so he removed the catheter without deploying that unit (lot c49141). The patient was otherwise fine. The devices were not removed. The hcp will verify placement in the next two weeks and will follow-up with his sales representative. At the time of the last contact, hcp considered the issue was a button breakage. He did not think the implant unraveled/ broke nor that there are pet fibers in the patient's fallopian tube. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. During the procedure, the button of the device had a breakage. The patient was fine. This event is unlisted according to essure's reference safety information. In this particular case, physician experienced difficulties during essure deployment and the delivery catheter button did not function properly. Physician stated it broke and he was not able to complete the rollback process for insertion. Despite of this, the implant was deployed into the fallopian tube. A product technical analysis will be requested in order to better evaluate the event. However, considering it occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Follow-up information (device breakage questionnaire) will be requested.